Manufacturer narrative:
Product analysis: one 7f launcher guide catheter was received for analysis. The rota non-medtronic device used during the procedure was not returned. Kinks were noted on the device approx. 49.5cm and 86.5cm from the strain relief. A slight kink was noted at the distal end of the catheter. The outer jacket at the distal curve was split, exposing wire braid. An in-house 0.035¿ angio wire was loaded through the catheter hub and advanced through the catheter and out the distal tip. Slight resistance was noted at the site where the kink was noted 49.5cm from the strain relief. No scraping sound was noted during advancement of the wire. The od of the device met specification of 0.093¿ meeting specification 0.094¿ +/- 0.001¿. The ID of the device met specification at 0.081¿. The entire length of the shaft was cut open and no obstruction was identified in any part of the catheter. No other deformation was noted. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a 7f launcher guide catheter to treat a lesion. There was no damage noted to the packaging. The device was removed from the packaging as per the IFU with no issues. The device was inspected and prepped per IFU with no issues. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It was reported that a 2.0 mm rota non-medtronic device was attempted to be inserted but it was unable to be advanced. It was stated that at around 20 cm from the port a scraping sound was noted. The non-medtronic device became stuck in the guide catheter and was unable to be removed. It was stated that the place where the non-medtronic device got stuck was far ahead of the lesion. The two devices had to be removed together. It was also reported that after the guide catheter was removed from the patient it became kinked. The kink was at a different portion to that where the non-medtronic device was stuck. The procedure was completed successfully using a new guide catheter. There is no patient injury reported analysis revealed exposed braid on the device.